Manufacturer narrative:
A visual evaluation of the returned device revealed the there was no residue present on the product indicating the device was not used. The distal tip of the stent was smashed/collapsed. A functional evaluation revealed the smashed/collapsed tip did not hinder the loading of the stent on the delivery system. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure (patient age, sex, and weight are unknown).during the preparation, it was noted the tip of the stent was squashed. The procedure was not completed and the patient's procedure was rescheduled. Per the complainant, there will be no further forthcoming information.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure (patient age, sex, and weight are unknown). During the preparation, it was noted the tip of the stent was squashed. The procedure was not completed and the patient's procedure was rescheduled. Per the complainant, there will be no further forthcoming information.